Event description:
It was reported that the 3.5 x 38 mm xience xpedition stent delivery system was removed from the hoop without difficulty. The sheath and stylet were removed without difficulty. The xience xpedition stent delivery system was examined and it was noted that the stent looked damaged while on the balloon and then the stent dislodged. The device was not used and there was no patient involvement. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the dislodged stent implant was returned and was damaged, thus confirming the complaint. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.